Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified, and mildly tortuous de novo lesion in the left anterior descending artery. A 3.00mm x 8mm nc trek balloon dilatation catheter (bdc) was advanced for post-dilatation; however, the balloon failed to inflate and a leak at the proximal shaft was noted. The balloon was removed and a new 3.00mm x 8mm nc trek bdc was used to successfully complete the procedure. There were no adverse patient effects reported and no significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak and inflation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no report of a leak during preparation (air aspiration) for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after preparation inadvertent mishandling resulted in the noted separated hypotube at the distal end of the hub; thus resulting in the reported leak and inflation problem.there is no indication of a product quality issue with respect to manufacture, design or labeling.